Event description:
Bilateral augmentation surgery performed utilizing an inplant funnel for insertion of implants, drainage from incision site noted at three week post op visit. FDA safety report ID# (B)(4).